Manufacturer narrative:
The soft cannula was observed to be stretched and was measured to be out of specification. It is unknown how or when this damage occurred. Though the soft cannula was damaged, fluid was observed to freely pass through the fluid path, and no timeouts or drive stalls were seen in the download data that would indicate a failure to deliver insulin. The battery voltages were measured to be lower than expected. The timing and cause of the insufficient battery voltage could not be determined. Though the batteries were measured to be low, the download data shows that the device functioned properly during operation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 360 mg/dl. The pod was worn on the patient's leg for between 4 and 24 hours. As treatment, a manual insulin injection was administered and a new pod was applied.